Event description:
There was an allegation of questionable bilirubin total gen and creatinine plus ver.2 results from the cobas c 503 analytical unit for one patient. The initial bilirubin total result was 606 umol/l, and the repeat result was 26.2 umol/l. The initial creatinine result was 7 umol/l, and the repeat result was 77 umol/l.

Manufacturer narrative:
The bilirubin total gen and creatinine plus ver.2 reagent lot numbers and expiration dates were not provided. A field service engineer (fse) determined that the sample valve was blocked and exchanged it. The fse also readjusted the cell rinse levels and the sample probe and confirmed that tests and the module were running back within specifications. The investigation determined that the root cause was a blocked cell rinse vacuum, causing overflowing cells, which in turn caused the questionable results. The fse's actions resolved the issue.